Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "tpn infusing too fast" was not reproduced. Evaluation sent device to flow lines for flow testing the device was within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infusing total parenteral nutrition (tpn) too fast there was no report of patient injury or medical intervention associated with this event. No additional information is available.